Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right atrial (ra) lead was not sensing or capturing as expected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was experiencing shortness of breath due to lack of atrioventricular synchrony. The right atrial (ra) lead exhibited high capture threshold. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.